Event description:
It was reported that a farawave 31 mm during procedure for an atrial fibrillation (a fib), was connected to flush and deployment tested. Upon closer inspection by physician, a cloudy white substance was observed in the sideport (picture on attachments). A new catheter was provided to prevent ingress of foreign object into the patient through the catheter. The procedure was completed successfully without patient complications. The device was returned for analysis. It was further confirmed that the sterile seal was not damaged or compromised.

Manufacturer narrative:
B5: describe event or problem - confirmation included that the sterile seal was not damaged or compromised. Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device identified adhesive from the manufacturing process which did not appear to occlude the flush line of the device. The presence of this adhesive is expected per the manufacturing process; therefore, the allegation of foreign material is not confirmed.

Event description:
It was reported that a farawave 31 mm during procedure for an atrial fibrillation (a fib), was connected to flush and deployment tested. Upon closer inspection by physician, a cloudy white substance was observed in the sideport (picture on attachments). A new catheter was provided to prevent ingress of foreign object into the patient through the catheter. The procedure was completed successfully without patient complications. The device is expected to be returned.